Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier formation, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "vacutainer sst ii advanced tube observed to have issue on gel movement. Noted gel incomplete separation. Centrifugation setting was being set at 1300g rcf at 18 degrees celcius."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "vacutainer sst ii advanced tube observed to have issue on gel movement. Noted gel incomplete separation. Centrifugation setting was being set at 1300g rcf at 18 degrees celcius."